Manufacturer narrative:
(B)(4). Batch # unk. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Additional information received: the device had been working well until the 4th firing when the motor stopped halfway through firing. The staples either side of the cut line had been deployed but the stapler would not advance to complete the firing. The reverse button would not return the knife blade so the manual override had to be used. A second stapler was opened to complete the procedure. The surgeon had to adjust his line at the top of the stomach to compensate for the stapler failing.

Event description:
It was reported that the surgical stapler jammed during bariatric laparoscopic gastric sleeve surgery. Stapler jammed during stapling of the stomach when creating the gastric sleeve. Patient has had a second staple line causing the stomach to be a few millimetres smaller than intended. Surgical stapler was released using the emergency release to take the stapler apart. The stapler had partially fired and jammed leaving some staples in place and others loose and not closed.